Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device; however, the treatment appears to be related to circumstances of the procedure as the device was surgically removed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, the proglide was deployed and the device was stuck in the patient anatomy and could not be removed. The proglide device was surgically removed. No additional information was provided.